Manufacturer narrative:
This represents notification of two products associated with the same event. The products were received for analysis but the engineering report is not available as of this writing.

Event description:
The catheters were found to have a tear in the curve of the pigtail. Additional information has been requested.